Event description:
It was reported by service report that the jack was drifting. Upon inspection of the unit by the service technician, it was identified that the staff noticed during a procedure that the jack is drifting down due to a malfunctioned jack assembly. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. The procedure was completed successfully and no further unit malfunctions were reported.

Manufacturer narrative:
This MDR initial report for this event is a duplicate of a previously issued MDR. Please see MDR # 0001831750-2013-02803 for information regarding this event.

Event description:
It was reported by service report that the jack was drifting. Upon inspection of the unit by the service technician, it was identified that the staff noticed during a procedure that the jack is drifting down due to a malfunctioned jack assembly. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. The procedure was completed successfully and no further unit malfunctions were reported.